Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. The e7506 patient return electrode is not recommended for use in ablation procedures. The instructions for use (IFU) for these return electrodes contains a warning that their use in non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the patient. Use of more than one return electrode may help mitigate the increased risk.

Event description:
The customer reported that during an intervention of pulmonary radiofrequency ablation performed on a (B)(6) year old female (three lesions performed within the same procedure with a 4 cm coaccess needle (B)(4) on only one lung) a cutaneous burn occurred far from the needle. The return pads were positioned on thighs. The needle was not preserved. The patient had an inflammatory reaction of pleurisy type which retracted. The burn is in progress of healing and the patient is well.